Manufacturer narrative:
Concomitant medical products: t505c223 tissue valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had high thresholds. It was also noted that the rv lead had diminished r-wavs. The threshold and r-wave measurements are consistent with historic values. The leads remain in use. No patient complications have been reported as a result of this event.